Manufacturer narrative:
E.1.: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: defective ultrasound plug unit. In addition, the following reportable malfunctions were identified during the device evaluation: image snowflakes. The reported issues had resolved once the ultrasound plug unit was replaced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had red spots on the image during inspection for use. There were no reports of patient involvement.